Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. An issue was reported with a wayne pneumothorax set (c-utpt-1400-wayne-112497-imh) from lot 13457031. The connector cap of the of the obturator was able to be detached. This led to difficulty inserting the obturator into the catheter. Cook became aware of this event upon being notified by gold coast university hospital. The device did not make patent contact. A review of the documentation including the complaint history, device history record, drawing, instructions for use (IFU) and quality control of the product, as well as visual inspection, functional test and dimensional verification of the returned device, was conducted during the investigation. One device was returned in an open, unused condition. The connector cap was attached to the obturator hub and was able to be spun and pulled off with force. The cap could be re-attached easily. Tension was noted when the obturator was fully inserted. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for lot 13457031 and related subassembly lot found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_waynemod_rev5 [wayne pneumothorax set for seldinger placement] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, DHR, design history file (dhf), and returned device suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the failure is a known inherent risk of the device. Since the connection between the connector cap and the obturator is luer-lock to snap-fit, it is feasible to suggest that applying enough force will eventually result in a separation at this connection. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): postal code: (B)(6). Occupation: nurse unit manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the luer lock of a wayne pneumothorax set was not locking into place properly. The obturator was unable to be advanced into the catheter correctly. A preliminary analysis of the device found that the snap fit component on the obturator is able to detach from the device. No adverse effects to the patient have been reported.